Event description:
It was reported the pt was having problems with recharging the implanted neurostimulator and stimulation in the wrong location. The pt had been implanted one week prior. When the pt awoke from surgery, the stimulation was felt in the wrong leg. Reprogramming was done. Stimulation was then felt in the correct leg, but was not covering the outer part of the leg as the old system did. It was reported the pt was charging more than expected. The pt was recharging with gauze in between the suture site and the recharger as the staples were still in place. The pt did not feel the device was fully charging. The device was charged for over 5 hours. The pt programmer indicated the device was fully charged. It was also reported the pt experienced a warm sensation during recharging and a shocking sensation in the left buttock. The shocking sensation occurred three times while recharging. The pt turned the system off. The pt was scheduled to see their physician in the next week. Additional information has been requested, but was not available on the date of this report.